Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: one extended opening, brown particles in the fill channel, yellow particles in device outer surface, creases, white particles calcification -like in device outer surface and wear abrasion. A leak test was performed which identified openings. A microscopic analysis was performed which identify: two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.